Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while performing a suprapatellar tibial nail, the safety clips on the aiming arm snapped off. After loading the nail onto the insertion handle, the aiming arm was attached, and a drop test was performed to ensure the holes were all aligned correctly. The sales rep asked the tech to remove the aiming arm and the surgeon just said to keep it on and slap the nail down. Once the nail was about 3/4 down the two black clips snapped off as he used the mallet to advance the nail via the strike plate only. The nail was able to get fully advanced, and the case was completed without any issues. There were no reported adverse patient consequences. This report is for an unk - guides/sleeves/aiming: aiming arm. This is report 1 of 1 for (B)(4).